Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was 10.2 mmol/l at the time of the incident. It was reported that the reservoir¿s ring had completely fallen off, and they are unable to secure the reservoir. No troubleshooting was performed, nor treatment was administered. Customer was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken pump for analysis.

Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, scratched keypad overlay, peeling keypad overlay, texture damage on keypad overlay, faded serial number label, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test and the test infusion set/reservoir does not remain in place due to missing retainer.